Event description:
It was reported a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The hernia was manifested by abdominal pain further described as feeling as if they had ¿gas trapped.¿ the cause of the hernia was unknown. It was reported the patient was hospitalized for the event nine days prior to receipt of this report. The patient was diagnosed with the hernia after starting pd therapy. On an unreported date the patient had hernia repair surgery as treatment. The caregiver reported the patient had removal of part of their intestine due to the hernia, however, this was not medically confirmed. The patient reported they did not present symptoms of the hernia while connected to the homechoice device. The patient reported that the hernia did not worsen with pd therapy. One day after receipt of this report pd therapy was discontinued and temporary hemodialysis (hd) was started. The patient was discharged nine days after admission. At the time of this report the patient was recovering from the hernia event and remained on hd therapy with the medical plan to return to pd therapy seventeen days after receipt of this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.